Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis engineer concluded the device operated to manufacture specifications. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained "different response" on arms area following treatment with a lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.